Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead showed a situation where spring contacts generate unstable pacing impedances. At this time the values have been within range but high at times. The presenting electrogram was clean without inappropriately stored events. It was recommended to continue monitoring for any abnormal sensing. But the crt-d and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).